Event description:
This spontaneous case was reported by a consumer and describes the occurrence of allergy to metals ("allergic reaction to nickel") and hypersensitivity ("allergic reaction") in a female patient who had essure (batch no. A33569) inserted. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced allergy to metals (seriousness criterion intervention required) and hypersensitivity. Essure was removed on (B)(6) 2018. At the time of the report, the allergy to metals and hypersensitivity outcome was unknown. The reporter provided no causality assessment for allergy to metals and hypersensitivity with essure. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on (B)(6)2018 for the following meddra preferred term: allergy to metals ¿ analysis in the global safety database revealed 389 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pt. Further company follow-up with the regulatory authority is not possible. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: r1804080) on (B)(6) 2018. The most recent information was received on (B)(6) 2018. This spontaneous case was reported by a consumer and describes the occurrence of allergy to metals ("allergic reaction to nickel") and hypersensitivity ("allergic reaction") in a female patient who had essure (batch no. A33569) inserted. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced allergy to metals (seriousness criterion intervention required) and hypersensitivity. Essure was removed on (B)(6) 2018. At the time of the report, the allergy to metals and hypersensitivity outcome was unknown. The reporter provided no causality assessment for allergy to metals and hypersensitivity with essure. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on (B)(6) 2018 for the following meddra preferred term: allergy to metals ¿ analysis in the global safety database revealed 395 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pt. Quality-safety evaluation of ptc: unable to confirm complaint further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of ptc. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.